Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited a diagnostic anomaly that could not be resolved. No interventions have been performed. The patient was stable.